Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's husband that the customer had low blood glucose. Also, he mentioned she's had several issues with sensor. The customer had dilated eyes and her blood glucose was 31mg/dl. The customer's husband noticed she was low and treated her with orange juice. He mentioned the insulin pump had no alarm. He stated they do not like the new system, due to it not alarming. The last two weeks, customer has encountered hypoglycemia. Customer's blood glucose was 20mg/dl and insulin pump said it was about 300mg/dl. The customer declined to troubleshoot.